Event description:
It was reported that a spectrum pump has a door not fully latch error. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.